Event description:
It was reported that during a da vinci s single vessel small thoracotomy procedure, the da vinci balloon port accessory "broke" and co2 began to leak from the cannula. The surgeon decided not to replace the balloon port accessory and complete the planned surgical procedure. The procedure was lengthened by approximately 30 minutes due to the co2 leakage. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The balloon port accessory was discarded by the customer and therefore will not be returned for evaluation. The root cause of the customer reported failure cannot be determined. The da vinci balloon port instructions for use (IFU) specifically states: general precautions and warnings. Caution: over inflation of the balloon may cause it to rupture. Note that 4cc of fluid will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture. Insertion and removal of instruments through the cannula should be done carefully to prevent unintentional damage to the internal seals, which may compromise insufflation.